Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and the reported complaint could not be replicated nor confirmed. The instrument was recognized by the test system and successfully passed all functional tests. There was no physical damage to conductor wires or grip cables. Additionally, the instrument was found to have charring and localized melting on the yaw pulley, near the grip. The instrument passed the electrical continuity test.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument was not grasping and the black cable looked frayed. The procedure was completed with no reported injury.